Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a scd express pump. The customer states that a member of staff had an electric shock when removing plug from socket. The customer reports that the nurse had a small electrical shock and there was no harm to the nurse.